Event description:
The customer contact reported a leak of a radioisotope agent. He pt was undergoing a cardiac stress test. The customer reported that while injecting 0.5ml to 1.0 ml of technetium outside the target area of the pre-pierced port of the t-connector, through a butterfly needle, the target area "came out" and a leak of technetium was noted. Reportedly, enough of the technetium was administered to complete the procedure. The technetium that leaked was cleaned up according to the facility's protocol. There were no reported adverse pt effects. No medical intervention were provided. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A rep sample from the same lot is expected to be returned for investigation. It has not yet been received.